Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
(B)(6) 2020, the patient mentioned for redness, and the doctor confirmed 1-2mm redness around the corner of ICD. No other symptoms, therefore the doctor deemed cannot determined as infection, and decided to monitor. (B)(6) 2020, confirmed that there was no changes at the regular check up, and decided to monitor. (B)(6) 2021, the patient said the wound part is getting larger. Then, it was confirmed that it was became the size of a dime. No other symptoms such as pain, fever, etc. Was observed. Even blood test was done, but no symptoms for infection. The patient said it was repeated for hardness of skin and remove it, and sometimes inside silver color of ICD can be seen. The doctor commented this is not entire body infection case, but possibly of the wound section infection.